Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has been returned for evaluation together with a black unknown wire. The coil was found severely stretched and kinked with loss of fibers. The coil zap tip was microscopically inspected and there was no anomaly noted; however, the interlocking arm of the coil was found separated and not returned. Dimensional inspection of the zap tip was noted to be within specification; however, the coil overall dimension could not be measured due to the device condition. The number of fiber bundles was observed to be below specification. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-sept-2017. It was reported that deployment issues occurred. The target lesion was located in the moderately tortuous right internal iliac artery. A 3mmx12cm interlock¿ was selected for use. During procedure, it was noted that the interlocking arm of the coil detached from the interlocking arm of the pusher wire inside the microcatheter. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. However, device analysis revealed that the interlocking arm of the coil was missing and the number of fiber bundles was below specification.